Event description:
Caller reported that the pump screen was dark and would not turn on. Reportedly, the pump was dropped. The impact on the customer¿s blood glucose level was unknown. The customer was instructed to ensure the pump was unplugged and attempt a restart by pressing the button, but the display did not turn on. After further troubleshooting, which included checking the power source and observing a red led light and frequent vibrations, it was determined that the pump would be replaced by technical support. Customer reverted to an alternate method of insulin therapy.